Event description:
Customer reported, she had and incident where she bolused and her blood glucose went to 562 mg/dl. Customer stated, it seemed like the insulin pump was not delivering insulin. She changed the infusion set twice and changed the insulin. No delivery alarm found in the history. Customer checked the bolus history and stated it did not deliver the entire units. Customer stated that she noticed the setting on the bolus wizard are not correct. Customer declined to troubleshoot and stated she does not feel comfortable with the device and requested a replacement. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.